Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump during therapy of saline drip was not delivering fast enough. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Corrected information b5, h6: h6: medical device problem code a070908 is replaced by a160105 and a1403. B5: it was reported that a spectrum pump was not delivering saline drip fast enough during therapy in the general patient ward. There was no report of patient injury or medical intervention associated with this event. During troubleshooting of the device, tested at 150 ml/hr, had results between 90 and 130 actual ml after a downstream occlusion. No additional information is available. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of "not delivering fast enough" "after downstream occlusion" was not reproduced. The device was sent for flow accuracy testing and passed. The condition of the IV set, IV bag, and set up are unknown. A review of the event history log (ehl) revealed an infusion of IV fluid plain was programmed on august 16th and ran until august 19th. The device alarmed "downstream occlusion!" Twice and "air-in-line!" Once. The user updated the vtbi 12 times throughout the infusion. No further conclusions could be drawn at this time from the ehl review. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.